Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported a recent decrease in efficacy and ¿stabbing level v¿ with pain in the left groin resulting in an emergency room visit and unscheduled clinic or office visit. The symptoms were accompanied by nausea, increase frequency in urination and incontinence. Medications were administered including toradol, ns bolus, and sodium chloride intravenously on (B)(6) 2016. Labs were drawn, CT scan of abdomen and pelvic was taken on (B)(6) 2016, and the device was reprogrammed with settings adjusted on (B)(6) 2016. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was reprogrammed on (B)(6) 2016 and the patient felt stimulation without pain in the pelvis. However, it was also stated pain continued since adjustment level v pain in the left groin; it had become increasingly bothersome and her efficacy had decreased as well.

Event description:
Additional information received reported as of 23-aug-2016, the device was reprogrammed as pain continued since ¿adjustment level v pain in the left groin intermittent pressure pain¿ which became increasingly bothersome. Efficacy had decreased as well with continued urgency with incontinence and no changes since previous adjustment. It was noted that there was no urinary tract infection. On (B)(6) 2016, the patient continued to have some difficulty with urge incontinence especially in the morning when waking up and occasionally during the day. Impedances were fine and the settings were increased and the device was reprogrammed. Additionally, 25 mg myrbetriq was administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the subject was exited/withdrawn from the study by the physician on (B)(6)2018. No further complications were reported/anticipated.